Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted during testing. However, power loss alarm and replace battery alarm found in pump history due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. The insulin pump was received with pump error alarm during self test. Unable to determine the root cause, problem isolated to connector board. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
It was reported that the insulin pump alarmed low battery alarm very quickly, less than 1 week. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer does not use the insulin pump anymore. The insulin pump was returned for analysis.